Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, leading to inappropriate anti-tachycardia pacing (atp) therapy. Reprogramming efforts were performed and recommended. At this time, this device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. All testing completed on the device found no failing conditions. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, leading to inappropriate anti-tachycardia pacing (atp) therapy. Reprogramming efforts were performed and recommended. At this time, this device remains in service and no adverse patient effects were reported.